Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was both moderately calcified and tortuous and 90% stenosed. The 2.5x15mm rx trek balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and a 2.5x15mm nc trek neo was used to dilate the lesion. A 2.75x18mm xience skypoint was implanted. It was noted that the rx trek balloon was not soaked prior to use, but was wiped with a gauze soaked in saline. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined that the reported balloon rupture appears to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.